Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. Conclusion: no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: our sales rep made some analysis on both samples and realized that one of the devices doesn¿t have the tissue pad and the other presents the tissue pad thinnest.

Event description:
It was reported that during a hepatic lobectomy procedure, device presented defect in the beginning of the surgery. Initially, the handpiece and the generator were replaced, but only after the replacement of the devices, the problem was solved. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). There was no sample received for analysis. Only pictures of the sample were received for analysis. The photos show two devices that appear to have been used in surgery, and both had a damaged white teflon tissue pad. Based on the photos alone, a possible cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Because the instruments were not return our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. No incident related to the reported event was observed during the batch record review.